Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the tubing set separated from the syringe adaptor. There was no patient harm.

Manufacturer narrative:
The customer¿s report that the tubing separated from the syringe adaptor component was confirmed. Upon inspection, the vented spike component was broken off from the upper fitment assembly of the pump segment. The broken piece was lodged inside of the upper fitment assembly. Magnification of the mating pieces of the broken vented spike showed stress marks on both surfaces which matched up between both surfaces when placed together. Functional testing was not performed because of the obvious damage. The root cause of the broken component was not identified.

Event description:
The customer reported that the tubing separated from the syringe adaptor component there was no report of patient harm.